Manufacturer narrative:
Analysis found that the customer's complaint was confirmed. Pre-repair temperature check performed at 80000 rpm after 1 minute was 176f at the nose bearing. The temperature of the rear motor was 86f. The temperature of the middle was 89f. The nose temperature is above our specification. The handpiece runs noisy and rough with a ticking sound. The bearings were worn. The parts were replaced and cleaned. The handpiece was successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece overheated during pre-op. There was no delay in the surgical procedure. There was no patient impact.